Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the left ventricular lead exhibited loss of capture. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. S-curve and electrical analysis were normal with no anomalies found.